Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that the patient presented to the emergency room with unspecified symptoms. Boston scientific technical services (ts) was contacted for assistance and reviewed remote monitoring data. Ts noted pacemaker mediated tachycardia (pmt) events. However it appeared that the device was tracking the patient's sinus tachycardia and the time of the pmt events did not correlate with the patient's symptoms. It was later found that the patient used a transcutaneous electrical nerve stimulation (tens) device. It was suspected that the crt-d system oversensed signals from the tens device, however this was not be confirmed as there were no recorded events that correlated with the patient's symptoms and use of the tens device at maximum output. The patient was advised to stop using the tens unit. This product remains in service. No adverse patient effects were reported.